Event description:
It was reported that during patient use, a ventilator became inoperative. The patient was removed from the device and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and verified the customer reported malfunction. The se also replaced the graphical user interface (gui) cable, in addition to the graphical user interface (gui) central processing unit (cpu), backlight inverters, and upgrading the operational software, previously reported. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) and the backlight inverter (bi) printed circuit boards (pcb). The cse then installed the latest software and ran all testing. All tests passed.